Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation and genital haemorrhage to be related to essure. The reporter commented: she need additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the nausea, abdominal pain and uterine haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she need additional surgery. She did not claim that essure worsened a previously existing injury/condition. Most recent follow-up information incorporated above includes: on 7-sep-2018: events- "abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), nausea, dysmenorrhea (cramping), abdominal pain, abnormal uterine bleeding" added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.